Manufacturer narrative:
Failure analysis did not find any unexpected prime/fill anomalies noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump could not complete the fill tubing process. The customer's blood glucose was 400 mg/dl at the time of incident. The customer also reported they were unable to exit from the preparing to prime loop. Customer reported they did not receive a second series of beeps and numbers did not appear on the screen during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.